Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient did not charge their ipg. Therefore; it became inoperable. As a result, the ipg was replaced to address the issue.

Manufacturer narrative:
It was reported to abbott that the patient programmer will not locate the ipg due to patient not charging. Patient had eon mini rechargeable. Ipg was replaced with prodigy MRI 3772 stimulation was restored postop. No complications during procedure. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.